Manufacturer narrative:
No unexpected reset anomalies noted during testing. Passed pump self test, displacement test and rewind test. Motor was tested outside of the unit and passed. Motor error alarmed during basic occlusion test due to moisture damage on back pressure sensor. Unable to perform unexpected restart error test due to motor error alarm. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 151 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.